Event description:
It was reported to philips that the device would not boot up correctly. The device was outside of clinical use at the time of the event. No patient harm was reported. A philips engineer visited site and replaced the cmos battery. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to complete booting process. Review of the system log file showed ¿time malfunction" error which confirmed that the cause was host pc's cmos battery. Upon inspection, fse determined that the host pc's cmos battery was faulty. The fse replaced the cmos battery. After replacement of the cmos battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.